Event description:
It was reported that the implant at tooth #28 fractured at the hex and was removed. Implant flange is broken.

Manufacturer narrative:
ZimVie Complaint Number (b)(4).A4: Patient Weight unknown / not provided.D4: Additional Device Information unknown / not provided. D9: Device Availability unknown / not provided.H4: Device Manufacturer Date unknown / not provided.